Manufacturer narrative:
The baxter technician found the railing needed to be replaced. It is necessary for the progressa ed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the head and intermediate side rails are not bent or twisted. Make sure the side rails lock correctly in the high position and you hear the latch click. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the railing to resolve the reported event. Based on this information, no further action is required.

Event description:
On 15-nov-2025, a other health care professional contacted technical service to report that progressa frame, rental (product code p7500arent01, serial number (B)(6)), had an issue, right side rail not locking, no harm, call w/eta. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.